Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer called to report that the insulin pump excessively alarmed no delivery. Customer's blood glucose at the time of the incident ranged from 290 to 400 mg/dl. Customer's current blood glucose reading was 400 mg/dl. No significant events leading to the alarm were observed. Customer changed the infusion set and treated with a manual injection. Troubleshooting was done and the customer reported that insulin exited at the quick release. The customer was advised that the insulin pump passed all functional testing. Product is not expected to return.